Manufacturer narrative:
In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation (detailed as follows): there were no wires out of their respective lumens and no damage to the cuff. The tube was inflated with 15cc of air and no leak was visually detected even when pressure was applied to the cuff. However, when the joint of the inflation tube and the main tube were submerged in water a very slow leak was detected. The junction of inflation tube assembly and emg tube contained bumps, voids, bubbles, and lines of rtv leading away from the leak point. When viewed under magnification, one of the larger bubbles is where the leak was originating from. The change in surface finish around the bubble / leak point is consistent with being trimmed with a hand cutting tool which most likely contributed to the defect.

Event description:
It was reported that a nim emg endotracheal tube "had leakage" prior to the commencement of a thyroid surgery after intubation of the patient and placement was complete. The device was tested prior to being inserted into the patient and no anomalies or leaks were found. The tube was replaced and the procedure was completed successfully with no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.